Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2017 at 11 p.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was 244 mg/dl. The customer had symptom of nausea. They reported that they had champagne sized air bubbles in the tubing and reservoir. The customer¿s current blood glucose level was 141 mg/dl. They were advised that champagne air bubbles are acceptable and they may continue using their current reservoir and infusion set. Troubleshooting was performed on the insulin pump. The drive support cap appeared normal. They declined to perform the high-pressure test. The device will not be returned for analysis.